Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, battery cap contact missing, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Cosmetic damage was confirmed at top of the pump. Moisture damage was confirmed found on the battery tube. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported physical damage to the insulin pump and can no longer be used. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and found that location of the damage was top of the pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1880 was returned for analysis.